Event description:
I used all three fixodent, polygrip, and sea bond since 2000. I still use to date. Throughout the years, I started getting numbness in my feet and tingling. Also one month after my using of these products, my child died @ six months. I was diagnosed with neuropathy in 2008. Frequency: once daily.